Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis therapy. The cause of death was not reported. It was reported the patient was hospitalized for four days, prior to death, for an unknown reason. Treatment for the hospitalization was unknown. It was not reported if an autopsy was performed. It was reported therapy was ongoing at the time of death; however it was unknown if the patient was performing therapy with the homechoice device at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. Sample analysis found no failure or malfunction that could have caused or contributed to the reported issue. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.